Event description:
Customer reportedly received results of 250 mg/dl and 95 mg/dl within 10 minutes on the compact plus system. A second comparison was performed, and she received results of 270 mg/dl and 99 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.